Event description:
It was reported that the lcd of the device has a "white stripe, belt-like noise, or/and cloud condition" discovered in the medical engineering dept. Customer reported that measurements could not be seen on the device. There was no pt involvement.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.